Event description:
It was reported that during follow-up, inappropriate atp therapy due to atrial fibrillation with rapid ventricular response was noted. Programming changes were made. Patient condition was good.